Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer (dim led and/or poor image) was confirmed, and further defects were detected. In total the following defects were detected: led is dimly lit, blade worn, cover worn, leak between connector and cover. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process of the device. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the led to fail/glow weakly. In the instructions for use it is stated that the product must be checked for functionality and damage before and after every use, and a functional test (including light transmission and sufficient image quality) is described during which the defect to the device would have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during use cmac blade was found faulty it had very dim led and/or poor image, customer was unable to proceed with cmac and had to use different instrument. Afterwards the cmac was assessed, and the seals have deteriorated. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9 of the initial MDR submitted. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).